Manufacturer narrative:
We are still investigating this reported incident. A f/u report will be submitted as soon as our investigation is complete.

Event description:
It was reported that when a user initiated a pt discharge of a telemetry pt, the ics rebooted. No pt injury was reported.